Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No prime anomaly was noted. However noisy motor noted during testing due to faulty motor. Device received with cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump makes a strange noise when rewinding. Customer was very upset an concerned and wanted the device to be replaced. Blood glucose value was 11 mmol/l. Nothing further reported.